Event description:
Case description: investigations results: name: novopen 5, batch number: lvg5h74. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The piston rod was impossible to retract. This is due to accumulation of foreign matter on the piston rod. The fault was caused by accidental handling during use of the device. The electronic register was checked. The readout revealed indications of use of the pen with no flow in the delivery system. Due to the damage to the piston rod, the pen could not be tested for function with a needle and a cartridge attached. Use a new needle for each injection. The needle should be mounted immediately before the injection. Always remove the used needle immediately after each injection and store the device without a needle attached. Otherwise, temperature fluctuations may cause leakage through the needle, resulting in a space between the rubber piston in the cartridge and the piston rod in the device. Furthermore, clogging of the needle may occur. Confirmed: the memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing two lines (- -) after the attempted injection. In the injection to follow the attempted but faulty injection the pen will function as normal again if a new injection needle was mounted on the pen immediately before the injection. The observed problem is caused by unintended use of the device. Name: novilin 30r penfill, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigational results were updated. Relevant fields updated in EU/ca tab and device addendum tab. Imdrf codings were updated. Narrative updated accordingly. Final manufacturer's comment: 25-jun-2024: the suspected device novopen 5 has been returned to novo nordisk for investigation. Upon preliminary examination, piston rod was found to be impossible to retract due to foreign matter. The fault is caused by accidental handling during use of the device. The fault is obvious to the user. If the piston rod can be retracted, no medical consequence is expected for the patient. If the piston rod cannot be retracted, and no spare pen is available, the patient will miss a dose and may experience hyperglycaemia. Additionally, the device's memory data shows an unsuccessful injection due to a lack of flow, possibly caused using a clogged needle. This problem appears to be caused by unintended use of the device. Elderly age of the patient (74 years) and underlying medical condition of type 2 diabetes mellitus are significant confounding factor for the development of reported hyperglycaemia. H3 continued: evaluation summary. Name: novopen 5, batch number: lvg5h74. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The piston rod was impossible to retract. This is due to accumulation of foreign matter on the piston rod. The fault was caused by accidental handling during use of the device. The electronic register was checked. The readout revealed indications of use of the pen with no flow in the delivery system. Due to the damage to the piston rod, the pen could not be tested for function with a needle and a cartridge attached. Use a new needle for each injection. The needle should be mounted immediately before the injection. Always remove the used needle immediately after each injection and store the device without a needle attached. Otherwise, temperature fluctuations may cause leakage through the needle, resulting in a space between the rubber piston in the cartridge and the piston rod in the device. Furthermore, clogging of the needle may occur. Confirmed: the memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing two lines (- -) after the attempted injection. In the injection to follow the attempted but faulty injection the pen will function as normal again if a new injection needle was mounted on the pen immediately before the injection. The observed problem is caused by unintended use of the device.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). High blood glucose [blood glucose increased]. Novopen could not be pushed after the needle was changed [device mechanical issue]. Spring was broken which was not artificially caused [device breakage]. Case description: this serious spontaneous case from china was reported by a consumer as "high blood glucose(blood glucose increased)" with an unspecified onset date, "novopen could not be pushed after the needle was changed(device mechanical jam)" with an unspecified onset date, "spring was broken which was not artificially caused(device breakage)" with an unspecified onset date, and concerned a 74 years old male patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", novolin 30r penfill (insulin human, insulin isophane) (15 iu, bid (morning and evening)) from 2022 and ongoing for "type 2 diabetes mellitus", patient's height: 176 cm . Patient's weight: 70 kg. Patient's bmi: 22.59814050. Dosage regimens: novopen 5: novolin 30r penfill: (B)(6) 2022 to not reported, not reported to not reported (dosage regimen ongoing); current condition: type 2 diabetes mellitus(for over 10 years), hypertension, lipid increased. Concomitant products included - amlodipine besylate, lipanthyl(fenofibrate) on (B)(6) 2021 patient started using novopen5 from an unknown date the novopen 5 could not be pushed during use.later patient went to drug store to replace the pen then the manufacturers after saled personnel has checked the pen and found out that the spring was broken which was not artifically caused on an unknown date patient experienced high blood glucose with fasting blood glucose (blood glucose) 18 mmol/l and postprandial blood glucose(blood glucose) 15-18 mmol/l before adission. On (B)(6) 2024 patient was hospitalised due to high blood glucose. After admission during hospitalization patient's fasting blood glucose (blood glucose) 10 mmol/l and postprandial blood glucose(blood glucose) 14-15 mmol/l . It wa reported that the novopen 5 could not be used, and a new novopen 5 was bought. Batch numbers: novopen 5: lvg5h74 novolin 30r penfill: requested action taken to novopen 5 was not reported. Action taken to novolin 30r penfill was reported as dose increased. The outcome for the event "high blood glucose(blood glucose increased)" was not recovered. The outcome for the event "novopen could not be pushed after the needle was changed(device mechanical jam)" was not recovered. The outcome for the event "spring was broken which was not artificially caused(device breakage)" was not reported. Block c - additional dosage regimens suspect product 2. Dose, frequency & route used 3. Therapy dates 6. Lot # 7. Exp. Date (if unknown, give duration) #1 novolin 30r penfill unk(dose increased) ongoing regimen # 2 event abated after use stopped or dose reduced doesnot apply. Event reappeared after reintroduction doesnot apply.